Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2025. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the abrupt increase of the pacing impedance from initially around 600 ohms to >3000 ohms in october 2024 and further out of range progression until the end of the recording period. The analysis of the provided iegm episodes no 46 from and no. 50 from (B)(6) 2024 revealed artifacts on the lv channel which were partially oversensed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Upon receipt, the lead under complaint was subjected to an extensive analysis. A ligature mark was found 36.5 cm distal to the is4 connector pin. The suture sleeve was found damaged. 36.5 cm distal to the is4 connector pin all wires of the conductor coil were found fractured, which is assumed to be the root cause of the observed high pacing impedance on all poles. These damages most likely occurred due to a tight suture sleeve during the implantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was confirmed during follow up that the impedance elevated to more than 3000 ohms on all poles.

Event description:
It was confirmed during follow up that the impedance elevated to more than 3000 ohms on all poles.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the abrupt increase of the pacing impedance from initially around 600 ohms to >3000 ohms in (B)(6) 2024 and further out of range progression until the end of the recording period. The analysis of the provided iegm episodes no 46 from october 16 and no. 50 from (B)(6) 2024 revealed artifacts on the lv channel which were partially oversensed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.